Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button-pressing techniques and confirmed that the pump needed replacement. The customer was informed to place the pump into storage mode and return it using a pre-paid label. They were also advised to continue using their current pump in the interim, as the device was under warranty.